Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during post-surgery, it was observed that the motor device had a cut in the cord, the motor overheated and the housing was cracked. It was not reported if there were any delays in the scheduled surgical procedure. A spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated and confirmed. Therefore an assignable root cause was not determined. However, during evaluation, it was observed that there was a hole in the hose, the housing and swivel were loose, the device was power broken, there was presence of leaking oil from the swivel and the device had low rotation per minute(rpms). It was determined that the hole in the hose was from allowing the hose to come in contact with a sharp object. It was determined that the housing and swivel were loosed due to loctite deterioration. It was determined that the device was power broken due to a failure to follow the direction for use and running the device in the safe or load position. It was determined that the device was leaking oil due to the loose housing and swivel. It was determined that the rpms were low due to worn vanes. The assignable root cause was determined to be due to wear from normal use over time. The assignable root cause for power broken and hole in the hose was due to misuse and/or abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.